Event description:
The customer contact reported that during testing at the user facility, it was noted that the device door roller pin was broken. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device door roller pin was broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.